Event description:
It was further reported that target leison 1 was 15mm long and psot dilatation was followed by cutting balloon angioplasty and placement of the taxus stent, with 0% residual stenosis. A 5.0 x 20mm taxus express2 stent was deployed in the mid rca with 0% residual stenosis. The pt presented to the med ctr (date unk) with symptoms of heart failure and ruled in for a small non-st-segment elevation myocardial infarction (mi). Cardiac enzymes did not meet guidewire criteria for mi. Of note, nuclear stress testing revealed partially reversible anteroapical defects. The pt was transferred to the hosp and admitted 448 days post procedure. Cardiac catheterization at the time revealed lmca no significant disease, lad severe in-stent restenosis in the previously placed mid stent, lcx no significant disease, rca widely patent stent, lvef 60%. On the day of admission, cutting balloon angioplasty to the mid lad was performed for in-stent restenosis and a 3.5 x 23mm cypher stent was deployed within the previous placed stent. The pt was discharged the next day on plavix and aspirin.

Event description:
Clinical study. It was reported that 14 months after a coronary artery drug eluting stenting procedure the pt underwent a target vessel reintervention (tvr) the lesion being treated in the index procedure was a 4.0mm, 99% stenosed region of the mid left anterior descending (mid lad) artery. The physician treated the lesion with predilation and successful placement of a taxus express2 8.8% 3.50x20mm drug eluting stent in the target lesion. There were no reported complications. The pt was discharged the next day on plavix and aspirin. 14 months after the procedure the pt underwent a tvr of the mid lad. The physician placed a johnson and johnson drug eluting cypher stent to alleviate diffuse in-stent restenosis. In the opinion of the physician the relationship of the tvr to the taxus stent is probable. The pt was discharged the next day on plavix and aspirin.